Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report from the u.s.a. Stating that the device had a damaged wiring. It is unknown if the device was used in surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.